Event description:
It was reported that there was an end of service/end of life message (eos/eol). The manufacturer¿s representative (rep) had not met with the patient yet and did not know if the implantable neurostimulator (ins) was at eos yet. The rep. Was going to report back if there were any anomalies when they were known. It was noted the implant was from 2006 and should not have received the elective replacement indicator (eri) or eos message yet. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3998, lot# v006888, implanted: (B)(6) 2006, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient met with the manufacturing representative and her stimulator was completely dead. It did not give her significant pain relief and she did not want to replace it at the time of the report.